Manufacturer narrative:
(B)(6). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that a 6 fr angio-seal was deployed post cardiac cath. In post procedure recovery, it was discovered that the patient's right leg was cold/ischemic. Vascular surgery was consulted. Open surgical intervention was required. Upon interrogation, it was found that the angio-seal was deployed in a posterior plaque of the right external iliac artery along with the suture and collagen, completely obstructing flow. The angioseal was successfully removed, the external iliac was repaired and distal flow was restored. Distal flow was reestablished successfully. Estimated blood loss was reported to be less than 250 cc. The patient was reported to be stable. Additional information was received on 2/5/18. The collagen was removed from the artery by the vascular surgeon.